Manufacturer narrative:
H6 - investigation type 4110: lens work order search - one similar complaint event within associated lots was found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and refractive surprise. Lens was exchanged with a longer length lens. Problem was resolved. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Cause of event was reported as unknown.

Manufacturer narrative:
H3: device evaluation the lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found haptic bent. Dimensional and functional inspection found the lens to be within specifications. (B)(4).